Manufacturer narrative:
(B)(4). Evaluation results: (death).

Event description:
Patient had an endeavor otw drug eluting stent diameter 3mm, length 18mm implanted during index procedure. At 5 year time point, investigator received information that the subject was found unresponsive at bedside at home. Patient is reported to have most likely died abruptly. Investigator reports that in context of patient's coronary artery disease and cardiomyopathy, the most likely cause of the sudden cardiac death is presumed to be ventricular tachyarrhythmia.